Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer became stuck. This occurred during a revers total shoulder on (B)(6) 2024 while reaming the glenoid the shaft and the reamer cold welded together. They were able to get them apart using a mallet however the devices no longer spin smoothly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation revealed that angled reamer sleeve, 10° had chipped on the edges around the device, abrasion marks on the base and inside of the angled reamer sleeve. Functional testing with the mating part noted that the device did not rotate freely due to the strong abrasion marks on the device. The most likely cause for the reported failure can be attributed to user error of the device due to interference of the mating instrument.